Event description:
The user facility reported a 71-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the patient experienced multiple complications during impella cp support. It was initially noted that two days into support, the patient lost pulse in their left leg. A lower leg fasciotomy, thrombectomy, and fem-fem bypass were performed to counteract the condition. The patient was given four units of rbc (red blood cells) during the procedure. Despite the intervention, the ischemia persisted in the left lower extremity and the decision was made to perform a below knee amputation. Bleeding from the stump persisted over the next week resulting in seven units of rbc being given. Furthermore, intermittent oozing was noted at the site and anticoagulants were subsequently put on hold to manage the condition. The pump was explanted after nineteen days of support.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿ ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Manufacturer narrative:
The investigation into the limb ischemia ¿ irreversible, the access site bleeding ¿ major, and the vascular damage - peripheral vessel issues has been completed since the original report was filed. The cause of the access site bleeding and the and the vascular damage - peripheral vessel issues was not determined since product was not returned and sufficient clinical information was not provided. As all the necessary information and product was not provided, the root cause of the limb ischemia was not determined.